Manufacturer narrative:
(B)(6). Returned product evaluated with no problem found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-130mg/dl. Verified test strips expire 07/15/2018. Conformed customer's test strips are being stored in the properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 156mg/dl and 173mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 70 mg/dl on (B)(6) 2015 at 10:23 am, 70 mg/dl on (B)(6) 2015 at 9:17 am, and 72 mg/dl; on (B)(6) 2015 at 7:20 am. The customer stated that she has never received results in the 70's before. The customer is not feeling any symptoms of low blood sugar.